Event description:
While brushing her teeth, consumer felt a cut in the mucosa of her mouth. She alleges that a piece of plastic was protruding out from the product. Consumer is diabetic and went to md who treated her with antibiotics.